Manufacturer narrative:
(B)(4).

Event description:
The cpc connector is a component that provides the interface between the drivelines and the tah-t cannula. The customer reported that the hospital staff observed the spring on a patient's cpc connector that was connected to the freedom driver was malpositioned. The customer also reported that the patient was subsequently switched to the backup driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the external components of the driver revealed a missing spring on the female cpc connector. The freedom driver passed all test requirements with no anomalies or alarms and was serviced, including the replacement of the cpc connector, before being placed into finished goods. The reported issue posed a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing the file.